Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
The indication for the procedure was 80% stenosis of the mid-left anterior descending vessel (mid lad). The lesion was pre-dilated and the physician attempted to deliver a cypher 18 x 3.50mm stent. However, the balloon would not inflate. The physician changed to another cypher stent and the procedure was completed.